Manufacturer narrative:
Date of event and therapy date are estimated. It was reported to abbott that the patient had a lead revision due to high impedance. Rep reported that they met with the patient on (B)(6) 2020 and that both leads had high impedance on all contacts. Rep reported that both of the leads were replaced on (B)(6) 2020. There were no complications and therapy was restored post-op. The results of the investigation are inconclusive, and the root cause of the reported incident is unknown as the device was not returned for analysis.

Event description:
Related manufacturer reference number: 1627487-2020-48300. It was reported that high impedances were measured at the lead contacts, and the patient lost effective therapy. Reprogramming did not resolve the issue. As a result, surgery occurred to explant and replace the leads, which resolved the issue. Therapy was restored post-operatively.